Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing. The tubing set was being used to deliver 1000ml of an unspecified solution at a rate of 125ml/hr via a pump. After an unspecified length of time in use, the pump alarmed for an occlusion alarm. The delivery was stopped. The nurse examined the tubing set for the source of the occlusion alarm and noted air in the tubing distal to the middle clave y-site. It was reported that the silicone sleeve of the clave y-site was in the stuck open position. The nurse indicated that the clave port had not been previously accessed. No air was delivered to the patient. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.